Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to deliver breaths and the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 serial # and d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a defective central processing unit (cpu) board. The cpu board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.